Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Boston scientific received information that this right ventricular lead exhibited loss of capture and oversensing of suspected noise that resulted in pacing inhibition for greater than two seconds of asystole. The patient was pacemaker dependent. Additionally, low out of range pacing impedance measurements less than 200 ohms was observed. An invasive procedure was performed. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.